Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary/bowel dysfunction and urge incontin ence. It was reported that the pt stated they have been using a foley catheter since date of implant because they have not been physically able to get up as quickly to make it to the bathroom as they thought they would be able to. Pt stated the stimulator is working because they can feel it. Pt stated they turned stimulation down once because they thought it might have been a little too high. Pt reported they are not sure if they are getting 50% reduction in symptoms because pt is using the catheter so they don't feel the urgency but this is likely due to the catheter being in. Pt stated since they have been physically unable to get up and go to the bathroom they have been unable to use the permanent implant without the foley catheter in place yet. Pt stated they have weakness in their legs and that's why they had the foley catheter placed. Pt mentioned the trial worked well for pt. Pt stated their dr wants to pull the foley catheter but pt stated they don't think this is a good idea because pt stated they don't think it would be good for pt to be getting up. Pt inquired if there is concern with the foley catheter effecting pt's ins. Troubleshooting reviewed compatibility information and redirected pt to hcp to discuss questions regarding pt's foley catheter. Reviewed role of rep and patient servi ces. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.